Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. Analysis also found the ring attachment was missing and the lower case was cracked.

Event description:
It was reported the external pulse generator (epg) had fallen onto a floor. The epg was returned to the manufacturer analyzed and tested out of specification. There was no patient involvement.